Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan USA alleging an issue with her onetouch lancing device. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the lancing device issue began on (B)(6) 2014 at 9:00 am. The patient had received the subject lancing device from her doctor and was attempting to take a blood sample from her arms as she was unable to obtain blood samples from her fingertips. The lancing device had not been supplied with the clear cap that is intended for use when drawing blood samples from alternate sample sites. The patient manages her diabetes with oral medications with diet and/or exercise. The patient confirmed that she did not make any changes to her usual diabetes management regimen in response to the alleged product issue. The patient claimed to have developed the symptoms of "sore arms and 5 bruises" approximately 2 hours after the alleged lancing device issue began; however she denied having received any treatment. At the time of troubleshooting, the csr noted that the clear cap was missing from the packaging. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion(s): there is no indication that the subject lancing device caused or contributed to a serious injury. The patient's reported symptoms of ¿sore arms and 5 bruises¿ do not meet lifescan's criteria for a serious injury. The patient did not receive treatment as a result of the alleged issue. The alleged product issue was not resolved during troubleshooting.